Manufacturer narrative:
Additional information: d9. H10: upon follow-up, the user facility confirmed that the device could not be located and, therefore, was not available for return.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization of the gastroduodenal artery, resistance was encountered as the last 5cm was being deployed. The physician believed the vessel may have been smaller in that area. Upon pushing harder, the coil detached on its own in the microcatheter. The physician removed the microcatheter along with the coil, safely removing all parts. The case proceeded with no further issues. No intervention or patient injury was reported. The patient was reported to be in stable condition.